Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the onsite customer. The rse confirmed with the customer the ECG alarms are not sending red alarms to the phones. The rse reviewed alarm filter settings and noted that all red alarms are to be paged, but the patient's heart rate would have to be < 95 to generate a red alarm. The rse reviewed the workflow and assigned phones to clinical staff on the orchestrator at be separate pc. The philips remote service engineer (rse) explained to the customer that the picix sends alarms to the phone orchestrator and alarm filters are configured there. The alarms sent are determined by the orchestrator settings. The philips remote service engineer (rse) remotely resolved the customer's issue with the system by going into the system settings and adjusting the orchestrator settings for the red alarms to be separated from other alarms. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that red alarms are not crossing over into the phone system. The device was in use on patient at time of event, there was no adverse event reported.